Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and went into a diabetic coma. Although requested by tandem technical support, the customer declined troubleshooting, or to provide additional information regarding the issue.